Event description:
During analysis regarding lead related issue reported in manufacturer report number: 1644487-2025-10321. An issue was identified with the returned generator. The generator was indicated to have experienced an unexpected eos flag which had spontaneously resolved. The cause of this issue could not be determined. No other relevant information has been received to date.